Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced four infusion set cannula kinked events within the past few weeks. Insertion site was at upper buttocks and abdomen. The sets were in use for 2 to 4 hours. Blood glucose levels were between 250-300 mg/dl during the event. Patient replaced infusion set and resumed insulin successfully. No further information available.